Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and primary UDI. Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted (d2291423) for review that showed events spanning approximately 2 days (27feb2024 ¿ 29feb2024 per timestamp). The driveline was disconnected on 29feb2024 from 13:27:20 and was reconnected shortly after 13:27:29. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for the events leading to the driveline disconnect and pump stop, if the event resolved and if any equipment was exchanged. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that event log files were submitted for review. The event log files captured a pump stop event on (B)(6) 2024 at 13:27. The event was assumed to be due to a driveline disconnect. Related manufacturer reference number: 2916596-2024-01386 (pump mlp-043646).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.